Event description:
A report was received that the patient is having pain at her ipg pocket site and the physician decided to have the pocket revised. During the pocket revision, it was discovered that the patient's leads had migrated during the revision. The physician relocated the patient's pocket site and also revised the patient's leads.